Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers were scrolling uncontrollably. The customer reported that they received a failed battery test alarm and the keypad was unresponsive after they changed the battery. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners noted.